Manufacturer narrative:
The device was received with both tamper seals intact and in excellent condition. The history log showed force sensor test error. Device was tested using the power up process, check and test force sensor. Tests were unable to duplicate the problem, all the reading of force sensor within the required specs. The root cause was attributed to customer must have manipulated the pump during it self-test, by entering the biomed code 2580 customer was able to clear the force sensor test and user error. The tech performed pm maintenance and all the functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported the device had an issue with the force sensor. No patient injury reported.